Manufacturer narrative:
The srt replaced the motor inland. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the centrifugal drive motor yellow wire on the stator was cut by the rotor, causing 'overspeed' and 'motor stop' error messages. There was no patient involvement.